Manufacturer narrative:
Analysis found overheating after one minute and the handpiece was noisy. Pre temp test: 1 min @80,0000rpm rear 80.24°f/middle-99 .68°f/nose-129.74°f.

Event description:
It was reported that the handpiece was overheating during maintenance. There was no patient involvement.